Event description:
Pt had left femoral osteotomy one yr ago at another facility. Plate subsequently broke. Pt at hosp for removal and replacement of hardware: 1 plate, 3 screws, 1 large screw. Pathology report revealed a fractured orthopedic hip nail.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.